Event description:
Report 10 of 10: it was reported that during use of the bd max¿ enteric bacterial panel, a false positive shigella patient result was obtained. Sample was shigella negative on max repeat and culture. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ enteric bacterial panel kit (ref. 442963) lot 4194183 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about discrepant results that tested positive when using the bd max¿ enteric bacterial panel kit lot 4194183 but tested negative upon repeat and in culture. The review of manufacturing records of bd max¿ enteric bacterial panel indicated that lot 4194183 was manufactured according to specifications and met performance requirements. Customer provided pictures of run report 696 and database from instrument ct3038 for investigation. The pictures¿ annotation revealed that sample in position a1 was confirmed positive for the shigella target, while the other positive samples repeated negative or unresolved (unr) shigella results. Repeat tests were found in run 697. Manual curve adjudication was conducted across runs 696 and 697. Sample in run 696; position a1 revealed a strong positive result while samples in positions a4 to a8, a10, a11, b2 and b3 revealed late and low positive results. The nine late and low samples of run 696 were retested in run 697; positions b1 to b8, and a12, and all were negative for the shigella target, without amplification. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric bacterial panel kit lot 4194183. The root cause was not identified. However, environmental or cross contamination could explain the customer¿s issue. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard or trends was identified. Bd quality will continue to monitor for trends.

Manufacturer narrative:
D.2. Additional medical device types: pch, pci. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 10 of 10: it was reported that during use of the bd max¿ enteric bacterial panel, a false positive shigella patient result was obtained. Sample was shigella negative on max repeat and culture. There was no report of patient impact.